Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was too high. The patient was unhappy with pump location. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).